Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that they experienced low blood glucose levels of 44 mg/dl. Customer's wife stated that the customer would go to bed with blood glucose of 200 mg/dl and would wake up to a blood glucose of 44 mg/dl. Customer's wife stated that the customer was recently hospitalized due to a non-diabetes related issue. Customer's wife stated that she suspended that insulin pump and reservoir was empty. No symptoms was reported that would lead to low blood glucose. The customer was treated for the low blood glucose with food. Customer¿s current blood glucose level was 155 mg/dl at the time of the call. The customer 's wife was assisted with troubleshooting and. Customer wife stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.